Event description:
It was reported to philips that the device failed the self-test. There was no patient involvement. The field service engineer (fse) evaluated the device and found it failed the self-test. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.